Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. It also indicated atrial pacing capture threshold was elevated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right atrial (ra) lead follow up visit, confirmed fracture was noted, and alarm triggered for high impedance. It was also reported that the ra lead exhibited rise in thresholds. Diagnostic testing/troubleshooting was performed. The ra lead remains in use. No patient complications have been reported as a result of this event.